Manufacturer narrative:
(B)(4). H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided.

Event description:
It was reported that a patient underwent an initial knee surgery on an unknown date. Subsequently, a custom femoral stem was requested by the surgeon for the patient due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather all product identification information and no further information has been provided. The event cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: thin radiolucent lines suggests loosening of femoral component, radiolucent lines at tibial component metal-bone and cement-bone interfaces may be related to tibial component loosening. Generalized reduced bone mineral density is a risk factor for implant loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.